Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had exhibited normal shock impedances, 40-75 ohms, and noise during pocket closure. The representative reported that the physician had performed the tug test. It was reported that a grounding pad was near during pocket closure. Defibrillation threshold testing was not done during the implant procedure. Technical services discussed how the environment can impact measurements in addition to the importance of verifying lead integrity and connections. No adverse patient effects were reported. It was later reported that the physician unscrewed the df-1 terminal pins and reconnected them. This seemed to alleviate the issue.